Event description:
It was reported that the screw driver tip broke off and all pieces were retrieved.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this device was received as a blind unit/mismatch under this complaint contents and added as concomitant. Visual inspection of the returned device found the hex screw tip stripped. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.